Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of component damage - no leak were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd connecta¿ multiflo¿ 3-way multiple infusion manifold the connector broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2022, after removal, it was found that part of the tee joint was in the deep venous catheter. The main lumen catheter was immediately stopped and the infusion tee and the deep venous catheter were replaced without causing adverse consequences.